Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient was having an unrelated laser spine surgery. During this surgery they were going to remove the implantable neurostimulator (ins) because it would not hold a charge. No cause or troubleshooting was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.